Event description:
On (B)(6) 2014, lay user/ patient contacted lifescan (lfs) and alleged their one touch ultraverioiq meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation and customer care advocate (cca) listening back to the call recording. The patient reported on (B)(6) 2014, they obtained an inaccurate high result of ¿350 and 400 mg/dl¿ with the subject meter. The patient also reported an error 3 message issue, an error 4 message issue and the meter was not holding charge. The patient manages his diabetes with insulin (self-adjuster). It is unknown if the patient made any changes to his usual diabetes management regimen in response to the alleged product. The patient claims he/she developed symptoms of ¿shaking, heart attack, clamy of the skin and coma¿ after the product issue approximately 3 weeks later. The patient alleged being hospitalized on (B)(6) 2014 and treated with flumalog and levamere. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The cca was unable to walk through a retest as the patient did not have control solution. The patients testing technique was correct. The cca also confirmed the charging issue was a reoccurring issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a severe low blood glucose excursion after the alleged product issue began.

Manufacturer narrative:
The patient¿s test strips have been returned on (B)(6) 2015 and evaluated by lifescan product analysis on (B)(6) with the following findings:the test strips involved with this complaint failed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. In addition, a tertiary issue was noted where error 4 was observed during control solution tests. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation the lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Additionally, a DHR (device history record) was completed on (B)(6) 2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.